Event description:
It was reported that the emergency medical services was called due to the customer low blood glucose levels causing the customer to pass out. Customer's blood glucose level at the time of the incident was 320mg/dl. Troubleshooting occured. No additional information was provided.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.